Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who was able to replicate the issue while onsite by observing the display of the monitor showing ECG. The fse diagnosed the ECG of the monitor and found that the ECG waveform was disordered. The fse ran the simulator for ECG, and the monitor showed normal ECG values. Based on the results of the analysis, it was determined that the cause of the reported problem was the ECG electrodes. The issue was resolved by replacing the ECG electrodes, and the device was returned to clinical use.

Event description:
Philips received a complaint on the patient monitor efficia cm100 indicating that the device was measuring an abnormal ECG waveform, but replacing the lead wire with a new one did not resolve the issue. The device was in use on a patient at the time of the event. There was no adverse event reported.